Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device failed the power on self test for defib and pacer functions. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical (B)(4) service department. The malfunction was duplicated and attributed to the processor/bridge/pace board. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.